Event description:
"Endoleak type iii: (B)(6) 2019: the relay plus was implanted (tevar with one debranch). On (B)(6) 2019: the physician observed that the aneurysm became bigger and there was a possibility of endoleak type ii. On (B)(6) 2019: coil embolization in the left internal thoracic artery was applied with interlock occlusion system devices (12mm x 3, 10mm x 1, boston scientific). On (B)(6) 2019: the physician observed that the aneurysm became even bigger and there was a possibility of endoleak type iii. The physician has been planning to add a stent graft inside the relay plus device." Patient outcome: "no health damage was reported and the patient's current condition is good. No surgical intervention is planned. A stent will be added in (B)(6). If endoleak is confirmed again, it should be considered as the type I. Tevar with two debranches will be performed."

Event description:
"Endoleak type iii: (B)(6) 2019: the relay plus was implanted (tevar with one debranch). (B)(6) 2019: the physician observed that the aneurysm became bigger and there was a possibility of endoleak type ii. (B)(6) 2019: coil embolization in the left internal thoracic artery was applied with interlock occlusion system devices (12mm x 3, 10mm x 1, boston scientific). (B)(6) 2019: the physician observed that the aneurysm became even bigger and there was a possibility of endoleak type iii. The physician has been planning to add a stent graft inside the relay plus device." Patient outcome: "no health damage was reported and the patient's current condition is good. No surgical intervention is planned. A stent will be added in december. If endoleak is confirmed again, it should be considered as the type I. Tevar with two debranches will be performed. Email received on december 11, 2019 from (B)(6): the patient will undergo an additional treatment on (B)(6) 2020. A tx alpha (cook) will be implanted. Pre-operative images and images from (B)(6) 2019 will be provided with images of the above additional treatment. Email received on january 27, 2020 from (B)(6): the patient underwent an additional treatment on (B)(6) 2020 as planned and a tx alpha (cook) was used. According to angiography during the procedure, the physician could not identify endoleak. Postoperative computed tomography (CT) showed that endoleak was slightly less, but dr. (B)(6) presumes that endoleak might not disappear completely. Dr. (B)(6) is concerned about possibility of the aneurysm's enlargement and the patient will have follow-up CT scanning in (B)(6). All images will be collectively provided after this follow-up. "